Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged there was condensation behind the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Problem description, submitted 08/30/2016 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be one of casing/moisture ingress.

Manufacturer narrative:
Follow-up #2: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, there was evidence of moisture observed behind the display lens. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture throughout the pump. There was no vibration at power up. There was evidence of moisture on the vibration motor/contacts and inside cover. The pump powered on but with a blanks screen. Unrelated to the original complaint, the pump case was found to be cracked.